Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
On (B)(6) 2025, the patient reported waking up after drinking the previous night and noticing smell of insulin. The pod was partially detached at the cannula site on the abdomen after between worn for 4 to 24 hours. The patient experienced persistent nausea and vomiting, was unable to eat or drink, and subsequently went to the emergency room for evaluation. The patient was diagnosed with diabetic ketoacidosis. Treatment included monitoring, insulin administration, and IV fluids. The patient was discharged the following day after approximately 36 hours on hospitalization.